Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex and one resolute onyx des was implanted in the 1st obtuse marginal. Approximately 15 months post index procedure, patient suffered from myocardial infarction (unknown vessel). Event was treated with medication. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device and not related to antiplatelets medication. Patient recovered.